Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The gib, ffb, and interface boards and the rtos and gpos pcb's were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system was producing uncommanded x-rays. No patient injury was reported.